Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, after three to four minutes of morcellation, the lights on the generator began to blink and there was a really loud noise. At that point, the blade stopped moving and it seemed as if the power was not reaching the handpiece anymore. The generator and the handpiece were also vibrating. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06823. The same patient is represented in each medwatch.